Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) in (B)(4) alleging a onetouch verioiq meter was displaying inaccurately compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 prior to 9:07pm he felt symptoms of low blood glucose including cramps in legs and stomach, drowsy and dizzy. The patient reported testing on the lfs meter and obtained a reading of ¿16.7, and 3.7mmol/l¿ on the same meter within 20 minutes. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=1.11mmol/l when obtained within 20 minutes. The patient reported having a can of sprite and a granola bar on (B)(6) 2014 at 9:17pm. The patient did not report any additional treatment at the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing and his test strips were in good condition. However a control solution test was not run at the time of troubleshooting since the patient did not have control solution. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.